Event description:
Left marked bleed/pinhole rupture. A 43 year old white g3p3 female status post bilateral subglandular inframammary 265cc implants for augmentation 6/17/78. She noted decreased size and increased firmness/discomfort. No history of trauma. Pt complain of arthralgias, myalgias, dysesthesias, fatigue, adenopathy, hot flashes, neurocognitive problems, headache, dry mucous membranes, hair loss, rashes, gastrointestinal/genitourinary/menstrual problems, etc. Examination positive bilateral grade iii contractures left greater than right. Surgery 9 june 93, positive teardrop bilumen with pinhole, cloudy and mild yellow with bleed (marked)-capsular moderate "histio".